Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Leakage was noted when the product was set to ji2000 during preparation before the surgery. The location of hole is unknown. User training is scheduled to be done. There was no surgical delay and no adverse consequence to the patient. No further information was provided by the hospital. The product will be returned to your site.

Manufacturer narrative:
Upon completion of the investigation it was noted that we received an integrated tube/cord sets unitized p/n 80-1189; lot # h72501. There is a hole in the connection area/silicone-pumping segment. The hole was found in the silicone tubing and is aligned with end of the top connector. The actual damage is consistent with the abrasion that can occur when loading the tube set at either the upper or bottom slots of the irrigation unit. During loading of the tube sets, it is important to be aware that abrading the silicone tubing at the tube/connector transition point is possible if the tube set is loaded into the irrigation unit improperly. When loading the tubing set into the irrigation unit, the tubing should be slightly stretched so that the tube/connector transition area does not touch the slot edges. Allow then the tubing to relax into position inside the slot hole, which accepts the connector. This will minimize any abrasion of the silicone tubing during loading. Note: this tubing was used with a ji2000 which is not recommended for use with this tubing set. This information has been reviewed by management and determined that no further action is required. A complaint of a leaking tube set from the (B)(6) market that are associated with the use of a (B)(6) only ji2000 irrigator is an anticipated issue. This risk has been evaluated and approved the (B)(6) affiliate via pra. A review of the DHR did not show any anomalies during the manufacturing process. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.